Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The device was received with the needle mechanism not deployed. The download data indicate that the first priming sequence ended prematurely, resulting in completion of the second priming sequence without the needle deploying. Inspection of the device found the ratchet gear to not be in its expected starting position. This lead to the rotational sensor reading open for an extended number of pulses, and resulted in the early completion of the first prime at 29 pulses. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was not worn.